Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additionally, signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the tenaculum forceps instrument had an exposed cable at the tip. The procedure was completed with no reported injury.